Manufacturer narrative:
Being investigated. Note: items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report. Section "f" completed by manufacturer. The device records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution. There are no similar incidents against this batch.

Event description:
Information available as of 2007; the physician claims that the patch was to be implanted for a right carotid endarterectomy procedure. During the procedure and following implantation, the patch leaked blood for approximately one hour. The bleeding occured over the entire surface of the patch. The suturing needle used was a seralene 6/0 2 xdr-12. The physician reported that the bleeding could not be stopped. About 150 ml of blood was reported to have been lost through this patch. The patch was then explanted. The procedure was completed with a patch. There were no complications for the patient. The patient's post-operative condition was reported as ok.